Event description:
Reported a free flow during pt infusion. Baxter requested additional info regarding medication being infused. The medication being infused was cardizem for a cardiac pt. The device was programmed to run at 5ml per hour with a total volume to be infused of 125ml. The infusion was started at 10:58 am and the bag was empty at 11:12 am.